Manufacturer narrative:
The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the face of the clamp was bent. The retainer ring of the clamp was stripped allowing play in the clamp. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, a screw on the spine clamp was stripped. There was no patient present when this issue was identified. No additional information was provided.